Manufacturer narrative:
The device was not returned for analysis. Production record and similar complaint query for this product was not performed because the part and lot numbers were not reported. Corrective and preventive action (CAPA) review was performed and revealed no indication of a product quality issue. A conclusive cause could not be determined for the reported foot separation. The unexpected medical intervention appears to be related to circumstances of the procedure. Factors that may contribute to foot separation include, but not limited to, needle defection during plunger deployment due to interaction with patient anatomy or failure to maintain a stable position of the device with respect to the tissue tract. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: the UDI is not known as the part and lot number were not provided. Attachment medwatch report #mw5154081.

Event description:
User facility medwatch mw5154081 report received that states: "per md note: "during perclose closure of left arteriotomy, one of the foot plates was lost presumably intravascular. I felt risks of exploration to potentially retrieve this vastly outweighed deliberately leaving the foreign object and observing closely so we elected not to try to find and retrieve the foot plate".